Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had blank display. The blood glucose level was 395 mg/dl. The customer also reported that they just got a replacement battery cap, and pump still not turning on. The customer reported that display did not returned after the troubleshooting. The device will not be returned for the analysis.